Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found cable breakage. Based on the results of the investigation, it is likely that the following led to the malfunction: water flooded from the damaged part of the cable. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had air leakage from the cable. There were no reports of patient harm.